Event description:
Unit was used in compounding an admixture which involved a user compounding error. Potassium chloride was compounded in the bag when the physician order called for calcium gluconate. The admixture was administered to a neonate who reportedly developed tachycardia and a high serum potassium. The child was treated with insulin, calcium gluconate and bicarbonate. The baby was in surgery a day after this incident for a perforated abdomen (original diagnosis). Baby died of sepsis two days after surgery.